Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient came to the emergency room after having received shocks. The shocks were not able to convert the patient's ventricular tachycardia, but the episode spontaneously terminated. A remote monitoring transmission indicated intermittent oversensing on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.